Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect avea ventilator is available for an onsite analysis and repair. At this time, carefusion has not evaluated the device a field service engineer (fse) has scheduled onsite service.

Event description:
The customer reported auto-cycling and no tidal volume display readings during pre-use setup on this avea ventilator. The customer stated no patient involvement with this event.

Manufacturer narrative:
The field service engineer (fse) went on-site to evaluate the suspect device. The fse replaced the gde and performed the operational verification procedure of the device and returned it working to service specifications to the customer. Service center evaluation: the service center group received the suspect gde but did not find any faults within the gas delivery engine (gde), therefore no further component failure investigation was performed. The gde was reworked to current manufacturing revision per our manufacturing process. This issue will be internally investigated within carefusion.